Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had label information issues. The following information was provided by the initial reporter : the consumer reported that he was not able to locate the lot # on the polybag. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had label information issues. The following information was provided by the initial reporter : the consumer reported that he was not able to locate the lot # on the polybag. Date of event : unknown; samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes; d.9. Returned to manufacturer on: 07-feb-2022. D.4. Medical device lot #: 1186238; d.4. Medical device expiration date: 31-jul-2026; h.4. Device manufacture date: 05-jul-2021. D.4. Medical device lot #: unknown; d.4. Medical device expiration date: unknown; h.4. Device manufacture date: unknown. H.6. Investigation: customer returned (1) 31gx8mm, 1ml insulin syringe from lot# 1186238.the customer reported that they were not able to locate the lot#. The open polybag returned with the syringe exhibited the lot information properly; no information appeared to be missing. A review of the device history record was completed for batch # 1186238. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had label information issues. The following information was provided by the initial reporter: the consumer reported that he was not able to locate the lot # on the polybag. Date of event : unknown. Samples : available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.